Event description:
I was implanted with mentor, smooth, high profile breast implants in late 2014. Within the first year, I began experiencing severe health conditions that were not normal for my (B)(6) self. I was very healthy, was a collegiate athlete and watched what I ate religiously. Within the first year of having my implants, my health quickly declined. I began experiencing severe brain fog to the point where I had to pull out of my masters program, I have a very hard time regulating body temperature, I have multiple, heavy menstrual cycles every month. I have heart palpitations even when I am just walking ( I was a collegiate athlete- this is not normal). I have horrible night sweats, a reoccurring rash around my breasts and in my armpits, severe neck and trapezius pain, my entire body is inflamed to the point it hurts to be hugged and touched. This is just a small list of the many issues that began for me within 6 months of implantation. These issues have slowly gotten worse over the last 4 years. I have spent over (B)(6) (of my own money) on blood tests, urine tests, exercise tests, sleep tests, everything and no doctor can find a cause of my issues. I am 100% positive that my implants ( the foreign object in my body) are causing this to happen. After all, they are silicone implants made of toxic chemicals that are sitting on top of my vital organs.